Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter (sgc 10260575/24) referenced is filed under a separate medwatch MFR number.

Event description:
This report is being filed as the clip delivery system (cds 10251865/18) became stuck on the steerable guide catheter soft tip. A difficulty removing device has the potential to cause or contribute to patient injury. It was reported that a mitraclip clip delivery system (cds 10251865/18) was prepared for use without any remarkable issues. While positioning the cds towards the mitral valve, the cds m steering knob was not working correctly. When turned in the m (medial) direction, the cds did not move medially as expected, but was curving approximately 180 degrees in the wrong direction. While retracting the cds into the steerable guide catheter (sgc 10260575/24), one of the clip arms became stuck on the sgc tip. To remove the clip, the clip was unlocked and opened with the grippers in the upward position. The clip became stuck several more times; however, the cds was able to be successfully retracted. During removal, the sgc soft tip was observed to have been torn and there was no damage of any cds components. Another cds was used successfully. The mitraclip procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 3-4 to 1-2. There was no adverse patient effect, but due to the difficult removal of the cds and preparation of another device, a significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. During testing, upon opening the clip to examine the inner components, two pieces of the steerable guide catheter (sgc) soft tip material (reported as being torn) were found lodged between one of the clip arms and grippers. There was one frictional element (fe) on this gripper in the first row of fes (proximal end) that was missing and could not be located during the device analysis. All other 15 fes were present and undamaged. There was no damage observed to the grippers or clip arms. Device testing confirmed the reported difficult to position/sleeve steering issue as the cds the sleeve jumped unusually in the medial direction when the steering m knob was turned. In addition, upon removal of the cds from the sgc, the sleeve key was identified to be loose and able to rotate around the steerable sleeve. In this case, the discrepancy between what was reported (shaft curved 180 degrees in the opposite direction) and what was observed (the shaft jumped toward the medial direction) may be due to a combination of the loose key and varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (curves on the device, due to the anatomy) on the device may make it more difficult to position. With regards to the difficulty removing the cds, the tearing of the sgc soft tip is consistent of the clip getting caught on the guide tip during removal of the cds, as reported. While no issues were noted during functional testing of the cds when removing it from the sgc, the difficulty retracting the clip into the guide could not be properly replicated a testing environment due to the damaged condition of the returned sgc. Potential causes for difficulty retracting the cds into the guide tip, resulting in soft tip damage/tears are, but not limited to, manufacturing anomalies (inner diameter of the tip not within specification), procedural conditions (curves on the guide during cds removal) or user technique. With respect to procedural conditions and/or user technique, difficulty retracting the clip into the guide can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. The information provided in the case details stated that the clip was believed to be fully closed, but there may have been curves on the guide during cds removal, though this was not confirmed. It should be noted that the mitraclip instructions for use instructs the user to slowly release the guide deflection by turning the +/- knob in the negative direction to straighten the guide tip. In this case, it is likely that a combination of potential curves on the guide and the orientation of the clip upon retraction of the cds caused one of the clip arms to get caught to the guide tip. This interaction would cause the difficulty removing the cds and result in tears in the sgc soft tip. Additionally, further manipulation to free the clip from the guide tip likely caused a portion of the torn soft tip material to also detach, and one of the fes to detach from the gripper arm. Based on the information reviewed, the difficulty removing the cds, soft tip tears/detachment and detachment of the fe appear to be related to user technique/procedural conditions and not a product quality deficiency associated with the sgc or the clip itself. Based on an expanded investigation, a product issue related to the loose bond between the key and sleeve shaft was identified and is being addressed. It was determined that a loose bond between the key and the sleeve shaft was resulting in cds steering issues. The key is bonded to the sleeve shaft using adhesive. It was determined that unintended heating of the bond area during secondary processing could result in a low rate of incidence of insufficient bonding between the key and the sleeve shaft. The following corrective actions were or in the process of being taken: the manufacturing documentation was updated to clarify the desired area of application of heat during the secondary processing step to avoid unnecessary heating of the key bond area awareness training was rolled out to production personnel on the failure mode and potential implications a process aid is being developed where the key bond area will be physically shielded from heat during the secondary processing step (due (B)(4) 2014).

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that it was thought the clip was completely closed during removal and the steerable guide catheter may have been curved. No additional information was provided.